Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 date of submission 08/28/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/05/2013 with the following findings:during testing, the pump was powered on and the display screen appeared dim, discolored, and difficult to read. When replaced with a test display, the screen functioned properly.

Manufacturer narrative:
The product associated with this complaint has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed.